Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer experienced chest pains and took nitroglycerine pills. Customer's wife contacted their healthcare provider and was advised to treat the high blood glucose with 15 units of insulin.